Event description:
A 3.0mm diameter x 30m length endeavor sprint rapid exchange (rx) was deployed in a tortuous lad exhibiting 70% stenosis. No issue were noted during preparation and inspection of the relevant device prior to use; however, it was reported that, following successful deployment of the stent, the balloon appeared to be extremely slow to deflate. It was reported that the delivery balloon was successfully removed from the pt. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (no root cause of the event can be determined based on info available). Eval summary: there was no evidence of necking or stretching of the balloon bond or the inflation lumen which may have impacted on the balloon deflation. A clear crystalized substance was present in the inflation lumen and balloon. The device was placed in a water bath to disperse the residue. On removal of the device from the water bath, the balloon of the returned unit was successfully inflated to normal pressure and to rated balloon burst pressure and met deflation time specifications.